Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was not used, as it was noticed that one part of the coil wire was coming out of the silicone.

Event description:
The device was not used, as it was noticed that one part of the coil wire was coming out of the silicone.

Manufacturer narrative:
Conclusion: according to the information received from the field a back-up device was used, as it was noticed that one part of the coil wire was coming out of the silicone. However during device investigation it was confirmed that the silicone body is intact. The reported areas can appear as surface defects because the additionally applied silicone appears more transparent compared to the silicone body itself. This is a final report.